Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that caller was with doctor for basic evaluation case and the stylet came out of the lead and the doctor couldn't get it back in because the lead unraveled and couldn't get the stylet down to the distal tip. They were able to open a different lead and proceeded with the case. Connected caller to customer service. The lead was discarded before caller could request it to return to manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 60565992; product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: (B)(6), ubd: 10-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# 60565992, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative(rep). They reported the cause of the stylet coming out of the lead was determined to be unknown. The most likely cause of the issue was the internal style backed away from the distal tip of the l ead. Could not advance the style lot afterwards. To resolve the issue physician tried to advance the style to the distal tip of the lead, but was unsuccessful. On (B)(6) 2024. The issue had been resolved. The cause of the lead unraveling determined to be unknown. The issue had been resolved. The cause of not being able to get the stylet down to the distal tip determined to be unknown. The issue had been resolved.